Event description:
It was reported that the patient loss coverage of patients hip due to lead migration. The patient underwent a revision procedure wherein the paddle lead was repositioned and was doing well postoperatively. The patients device was remain implanted.

Manufacturer narrative:
Event date: exact date unknown, event occurred one and a half months from date manufacturer became aware of the event.